Event description:
A female with hypertension and cardiac disease and calcification at the ipsilateral landing zone, underwent aaa repair in 2008. One main body, two iliac leg grafts, and one main body extension were placed. The procedure went as labeled. However, proximal and ipsilateral type I endoleaks were confirmed (see 1820334-2008-00397). Endoleak disappeared by placing the main body extension at the proximal landing zone. An add'l iliac leg graft was placed at the distal site. A small endoleak remained, but the physician elected to observe the leak. When the add'l leg graft was used, a blood leakage of 970cc occurred in the iliac delivery system's hemostatic valve. The pt underwent a blood transfusion and pt's condition was clear after that.

Manufacturer narrative:
Event eval: still under investigation.